Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Ams - loop screw w/51 cm braid suture and ams - loop screw w/51 cm braid suture were reported to be used/implanted during this procedure.

Manufacturer narrative:
Tracking number (B)(4). Covidien is submitting this report on behalf of (B)(4) (importer).